Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 to report hardware failure on (B)(6) 2014. Dexcom technical support advised patient's wife to reset device. Patient's wife did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).